Event description:
During diagnostic heart cath, (radial approach) while cardiologist was removing diagnostic catheter, the inqwire guide wire would not pull through the sheath. While pulling sheath and wire out, wire tip broke off and is in distal portion of the right radial. Patient did go to surgery for right radial embolectomy, removal of intra-arterial foreign body, primary repair of right radial artery. FDA safety report ID # (B)(4).